Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The customer also stated that all positive troponin results are sent to a reference lab to confirm the high results. It was also stated that the message log is not available and the system is currently operational. The cause of this event is unknown.

Event description:
The customer reported discrepant elevated troponin results between the stratus cs and a non siemens analyzer. There was no report of injury due to this event.